Manufacturer narrative:
(B)(6)

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported "leak in the defibrillation one". There was no report of adverse patient impact.